Event description:
A report was received that the patient had a failed trial and was taken to the hospital due to epidural hematoma. The physician believed that the epidural hematoma was procedure related. The physician operated the patient and was doing well post operatively.

Manufacturer narrative:
The explanted device was not returned to bsn as they was discarded by the medical facility.